Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it took over 30 units of insulin to observe insulin drips exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose level was 270 mg/dl. Reportedly, customer successfully completed load process.